Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services and were hospitalized due to high blood glucose level. Customer¿s blood glucose level at the time of hospitalization was close to 600 mg/dl and customer's current blood glucose was 188 mg/dl. Customer reported symptoms like feeling sick and unwell at the time of hospitalization. It was unknown whether customer was using auto mode feature or not at the time of event. The insulin pump will not be returned for analysis.